Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 22-september-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse spoke with the customer. After changing the column, the customer found a leak at line 4 of the injection valve. When removing the sample loop, the customer stated that the ferrule fell off of the tubing and he could not find it. The customer was sent two made up sample loops; the customer installed the sample loops on the g8. The customer later experienced difficulties obtaining good chromatograms with the new column. The customer placed the original column on the g8 and calibrated the analyzer then ran hba1c quality controls (qc). All results were within acceptable range. All errors cleared and the g8 instrument is operational. No further action is required by field service. The most probable cause for a leak coming from the injection valve was the sample loop was not properly tightened.

Event description:
On (B)(6) 2015, a customer reported there was a leak coming from the injection valve on the g8 instrument. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(4) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.